Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy +11.8%. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with no evidence of errors in the event history log (ehl). Visual and function testing was performed. The device's delivery accuracy was running at three different tests, all of the tests were found to be within the manufacturing specifications. The reported problem was not duplicated. The cause of the reported issue was not found. The root cause of the reported issue was unable to be determined.